Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old female with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient experienced ventricular tachycardia during support. The medical staff performed one round of cardiopulmonary resuscitation and epinephrine was given to achieve a return of spontaneous circulation. Coinciding with the event, a pump positioning alarm sounded. The medical staff noted the pump was too deep and successfully repositioned the pump. The patient eventually expired. Upon review by abiomed's medical safety officer, there is no association between impella use and the patient¿s outcome. The patient's peri-procedural condition was poor.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smart assist system lists ventricular arrhythmia an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." F6/f8 should have been left blank in the initial report.